Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a complete circumferential tear 10mm from the proximal markerband.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in a vessel below the knee. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation, but failed to cross the lesion. The procedure was completed using a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a circumferential balloon tear.